Event description:
Per the surgeon's report, the electrode array could not be fully inserted into the cochlea. The surgeon successfully explanted the device in 2006 and reimplanted a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.